Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have provided a letter of recommendation from their dentist. Their dentist states in the letter that heavy occlusal contact on the patient's lower anterior teeth resulting in teeth chipping and significant enamel loss. It is evident that the current alignment of the patient's teeth is detrimental to the teeth and function. The patient is also suffering from periodontal issues due to the difficulty with proper hygiene in the lower anterior area. In the best interest of the patient, additional orthodontic interventions be considered to achieve the desired outcome and to further protect the future health of the patient's dentition.